Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a motor error alarm on their insulin pump. It was also reported that the customer had motor error alarms in their device's alarm history. The customer's blood glucose is reported to be normal. The device is out of warranty. No further information is provided.